Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the pump did not include the insulin on board in the bolus calculation. The pump user guide instructs the user that the iob feature will be included in the pump bolus calculations for ezbg and ezcarb boluses with an added blood glucose level. Customer support advised the reporter on getting additional training on this feature to prevent further issues. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a low blood glucose of 55 mg/dl with shakiness; the patient was reportedly treated with several ounces of juice and the blood glucose came up. The reporter stated that the patient's blood glucose started at 250 mg/dl, the patient was bolused appropriately for the blood glucose, the patient then reportedly had a slice of cake and the patient was given a bolus for the carbohydrate intake. The reporter alleged that the pump did not take the insulin on board into the calculation resulting in the patient experiencing a blood glucose of 55 mg/dl. The reporter indicated that the patient's blood glucose increased to 500 mg/dl due to over correcting but resolved to target with a correction bolus. Customer support advised the reporter on the need for additional training related to the pump. This report is made based on the allegation that the patient experienced hypoglycemia related to the user misunderstanding the pump's insulin on board feature.